Event description:
It was reported that during the procedure, resistance was encountered when a catheter was advancing inside a guide catheter (subject device). When both devices were removed from the patient's anatomy, the shaft of the guide catheter was found to be kinked and fractured during the procedure. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. Update: the guide catheter was returned for analysis and it was discovered that the subject catheter shaft was not broken/fractured during procedure. Therefore, based on this information, the event is deemed non-reportable. The reportability changed from reportable to non-reportable as a reportability awareness date 02-jun-2020. The reported event was not related to a serious public health threat, patient death, unanticipated or anticipated serious injury to the patient.

Manufacturer narrative:
The device was returned, and the reported lot number could not be confirmed since no packaging was returned with the device. During visual inspection, the catheter shaft was seen kinked/bent at 18cm from the distal tip. Functional inspection failed due to damage noted. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint that the guide catheter shaft was kinked was confirmed based on visual inspection. The reported fracture was not confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that no anomalies were noted to the subject device prior to use, the device was prepared as per the dfu, and continuous flush was maintained for the duration of the procedure. No fractures were noted on the catheter shaft. Therefore, an assignable cause of not confirmed will be assigned to the as reported catheter shaft broken/fractured during use. It is likely that the shaft kinked during advancement due to procedural factors encountered during use. Therefore, an assignable cause of procedural factors will be assigned to the as reported and as analyzed events since these defects appear to be associated with a product that met design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, resistance was encountered when a catheter was advancing inside a guide catheter (subject device). When both devices were removed from the patient's anatomy, the shaft of the guide catheter was found to be kinked and fractured during the procedure. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.